Manufacturer narrative:
The customer reported that the cns (central monitoring system) periodically freezes. They can only get about 15 minutes of use before it freezes. The device has been taken out of clinical use, and no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) periodically freezes. They can only get about 15 minutes of use before it freezes. The device has been taken out of clinical use, and no patient harm was reported.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) periodically freezes. They can only get about 15 minutes of use before it freezes. The device has been taken out of clinical use, and no patient harm was reported. The device was never sent in for evaluation as the customer was sent a replacement hard drive. The defective hard drive was destroyed per hospital policy. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.